Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using an unknown sized flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully. However, due to hypomobile leaflet it was decided to implant a second valve. A new 27mm navitor vision valve was selected for implant using an unknown sized flexnav ds. The valve was able to be implanted successfully. Unfortunately, this resulted in coronary occlusion. At an unspecified time on the same day, the patient had deceased.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of incomplete coaptation and central regurgitation was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause for the reported events could not be conclusively determined. It is possible due to procedural condition and patient's condition; however, this cannot be confirmed. The reported unexpected medical intervention and surgical intervention were result of case specific circumstances as post-implant valvuloplasty and valve in valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: 4582

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (ncc). Severe central regurgitation was noted. Post-implant balloon aortic valvuloplasty (post-bav) was performed using an unknown balloon. Regurgitation remained severe. Due to hypomobile leaflet it was decided to implant a second valve. A new 27mm navitor vision valve was selected for implant using a large flexnav ds. The valve was able to be implanted at a depth of 1 to 2mm on the non-coronary cusp (ncc). Unfortunately, this resulted in coronary occlusion. The user attempted to snare the valve. Post-procedure less than two hours, the patient had deceased.